Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated false low sodium (na) results on thirteen (13) samples from five (5) patients. The erroneous results were reported out of the laboratory. When the issue was noticed, the samples were repeated and results amended. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
The samples were either serum or plasma. No additional sampling information was provided. Per the customer complaint record, qc prior to and after the event was within lab-established ranges. A bec field service engineer (fse) was dispatched and was unable to reproduce the issue. While onsite, the fse replaced the sodium (na) and chloride (cl) electrodes and made minor adjustments to reagent line placements. Performance was verified prior to returning it into service.